Manufacturer narrative:
Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Info received indicates a sparc sling was implanted on (B)(6) 2005. After the implant, the pt reportedly experienced pain and erosion of internal tissue.